Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred; cause was unknown due to customer resolving issue prior to contacting tandem technical support. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer declined further troubleshooting and reverted to an alternate pump for insulin therapy. Customer¿s blood glucose was between 200-254 mg/dl.